Event description:
A patient returned to the hospital for repair or removal of an artificial urinary sphincter. During surgery it was noted that the sphincter had eroded the urethra. The urologist questioned a sphincter malfunction as the device did not deactivate properly at previous physician office visit for complaint of increasing dysuria and sensation of incomplete emptying.